Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance lead impedance on (B)(6) 2010 and (B)(6) 2010. The atrial pace bipolar impedance was 4047 ohms on (B)(6) 2010, and 3838 ohms on (B)(6) 2010. The daily atrial pace bipolar impedance range from 437 ohms to 4047 ohms between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the atrial lead impedance recorded by the implanted device was >3000 ohms on (B)(6) 2010. Followup revealed that the lead impedance has come down. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.